Manufacturer narrative:
Customer reported that the cassette lock sensor does not work properly. Both labels are undamaged, good condition no physical damage was found on the pump. Performed visually inspection of the pump. Labels are undamaged. Device was in good condition, no physical damage was found on the pump. Performed functional check. Visually inspected the pump and the device passed. Could not determine what caused the problem.

Event description:
It was reported that the cassette lock sensor does not work properly. No patient injury was reported.

Manufacturer narrative:
, Corrected data: please disregard the initial report submitted with the MFR number: the report was submitted in error.